Event description:
Dealer called stating that the welds on the head and middle decks on the unknown carroll healthcare long term care bed are allegedly breaking.

Manufacturer narrative:
(B)(4). Model unknown bed, serial number/date code (B)(4). The owner's manual was issued with this device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.